Manufacturer narrative:
The hardware investigation of the returned positioning sensor unit (psu) found that the reported event was related to an electrical issue. When connected to a known good system the psu would not power up. Vendor investigation results were that the customer's description of failure was verified. The unit would not power on due to a shorted out component on the main board. As a result the suspect component required replacement followed by recharacterization. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. The positioning sensor unit (psu) was replaced and the issue was resolved. Return requested. Replacement camera shipped to site (B)(4) 2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial resection procedure, the site alleged their navigation system camera was not tracking. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to abandon the use of their navigation system to continue the procedure to completion. There was no delay of therapy. There was no impact on patient outcome.